Event description:
It was reported to philips that the system did not turn on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not turn on. Review of the logfiles shows control module power not ok. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the fan tray box was defective. The defective part was returned to failure analysis confirmed the psu01 defective (24v (supply caused by component)). Fse replaced the fan tray power supply. After the replacement of fan tray power supply, the system was returned to use in good working. The codes were updated based on the investigation outcome.